Event description:
Event description cpi received information that during a routine follow-up examination, this ventak mini implantable cardioverter defibrillator (ICD) was found to be off, and a message indicated that the ICD mode had been changed due to application of a magnet in february. The patient could not remember any contact with a magnetic field. The ICD will be reprogrammed to disable the ability to deactivate the ICD with a magnet. The ICD remains implanted. Note: the ventak mini physician's manual (cpi publication 354122, page 5) states: '...patients should avoid equipment or situations where they would be exposed to strong (>0.1 tesla) magnetic fields.'